Event description:
During installation of a back-up dual drive console (ddc) there was no power on the top module. The thoratec tech noticed a burnt smell coming out of the console. The console was immediately unplugged from its power source. There was no pt connected to the ddc at that time. A back up driver was used instead. Visual exam of the unit showed that the mother board and the cpu circuit board were damaged. The circuit boards were returned to thoratec for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.